Event description:
During kidney hilum dissection, the scissors stopped moving and showed an abnormal angle at the mid-section covered the gray tip cover. The instrument could not be straightened, necessitating simultaneous removal of both the instrument and the robotic cannula. The cannula was subsequently reinserted using a blunt trocar, and a new pair of scissors was introduced. The procedure was then completed without further issue. The scissors were straightened for extraction from the cannula using a blunt clamp to force the return to a normal angle.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The image showed a broken tube extension, which lead to a dislodged proximal clevis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.